Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing broke off at the base of the pump. This issue happened at least 4 times. No further information available.